Manufacturer narrative:
The failure investigation has been completed and the alleged battery hot to touch issue was verified. The alleged usb cable issue was unable to be confirmed due to the usb cable not being returned for investigation.

Event description:
It was reported that a piece of the usb cable broke off into the usb port and could no longer be used to charge the pump. In addition, the pump battery gets hot to touch when plugged into a power source to charge. The customer¿s blood glucose level was 388 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.